Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However the stm reviewed the iabp's error logs and found error code #2, error code #55 recorded at time of incident. The stm also found multiple error code #53. To address the issue the stm replaced the executive board processor and while testing the unit the 9v alarm battery test failed. The stm then replaced the 9v alarm board battery and then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while reviewing battery reference guide by a getinge service territory manager (stm) and the facility bio-med, that the cardiosave intra-aortic balloon pump (iabp) would stay running on battery for an extended period of time. This would not occur all the time as unit was unplugged and re-plugged in multiple times. It would also happen when rescue unit was reconnected. It would display "hybrid" but run on battery even though cart showed power into unit. There was no patient involvement and no adverse event was reported.